Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was unconscious. Customer stated that they went for MRI and insulin pump was not taken off. Customer also reported motor pump error and able to clear alarm and rewind process, displacement test was passed. Customer stated that drive support cap was normal. The insulin pump will not be returned for analysis.